Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable cause of error c 34 is attributed to a faulty electrical component inside the erbe generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the error was confirmed using system logs. During testing, the erbe unit displayed error code c-34 on start and erbe log showed c-00. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error c-00 appeared on erbe integrated electrosurgical unit (iesu) during skin suture. The tse found error c-34 in the logs. The customer power cycled the iesu and changed port, but the issue was not resolved. The customer used a third-party generator to continue with the procedure. The procedure was completing as planned with no reported injury.